Manufacturer narrative:
The reported events were high pacing lead impedance and defective product. As received, a complete lead was returned in one piece with helix found retracted and had traces of blood/ body fluids. The reported event of high pacing impedance was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during an implant procedure, the lead implanted exhibited high pacing impedance and it was alleged that the lead was defective out of the packaging. Upon attempting to implant a second lead, the lead used dislodged, exhibited twisted insulation, and failed to capture. This lead was replaced and the procedure was completed successfully. The patient was stable throughout.